Event description:
It was reported that during the right ventricle (rv) implantation procedure, while the suture sleeve of the rv was fixed and sutured successfully, a retest was performed. It was found that the rv lead had exhibited low pacing impedance. Subsequently, the rv lead was determined to be damaged. Therefore, the physician elected to not used the lead and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of low pacing impedance and lead damaged were confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood. Visual and x-ray examinations of the lead found the outer coil was kinked/ damaged at the middle region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis found the inner insulation was damaged at the middle region consistent with procedural damage. The cause of the reported events was due to damaged inner insulation consistent with procedural damage.